Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735740 (software version: 2.1.0); h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when downloading images onto the system, error code 64 was displayed. Rebooting the system resolved the issue. The manufacturing representative (rep) reported that older patient data had recently been deleted off the system. No patient present. There was no patient involvement.

Manufacturer narrative:
H3) the software team reviewed the logs and archives. The reported behavior was not able to reproduce in-house with provided archives. The logs captured corefile and segfault during the image acquisition task of spinal fusion procedure. The core was generated and the program terminated with a signal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.